Event description:
No description. Possible cracked hub. Extension set with max zero needle free valve attached

Manufacturer narrative:
A review of the DHR and inspection records was not conducted since a lot number was not provided. One catheter was returned for review. Visual inspection of the sample confirmed a crack in the female luer which would result in leakage. The hub was covered in a sticky residue. Several complaints have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 has been initiated to address this issue and is currently under investigation. The CAPA will identify the specific causes and corrective actions to be taken.

Manufacturer narrative:
The device is indicated as available for return, at the time of this report, the device has not been returned. A follow-up report will be submitted once the device has been returned and evaluated.

Event description:
No description. Possible cracked hub. Extension set with max zero needle free valve attached